Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose over 500 mg/dl with polydypsia, polyuria, nausea and symptoms of dehydration associated with a power issue. Reportedly, the patient discontinued the insulin pump and went to their doctor and was treated with insulin via injection. The reporter stated that the pump had powered off multiple times without user intervention. This complaint is being reported because the patient allegedly experienced hyperglycemia because of no power to the pump.